Event description:
The customer states that they have begun using the newly formulated concentrated wash buffer (containing sodium azide) for their architect i2000 analyzer. Their decontamination procedure for the waste solution generated by the architect i2000 analyzer is to add 36 effervescent (biospot) chlorine tablets to a 10 liter container and allow the waste to flow into the container. The customer states that since they began using the new wash buffer a strong, unpleasant and pungent chemical odor is being generated by the waste solution as it fills the 10 liter waste container. The customer claims that this issue has caused one lab worker to get a nose bleed. Also, three other lab workers reported getting sick (one receiving a nose bleed and taking a two day medical leave; for the other two, no other info available). Abbott personnel at the customer site confirmed that the odor is produced when the chlorine tablets are used with the new formulation of the wash buffer. Per the labeling for the architect concentrated wash buffer: "contact with acids liberates very toxic gas." The customer is questioning what they should use for decontamination with the new wash buffer. There is no further impact to the lab workers reported as well as no impact to any pt mgmt.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.